Event description:
Patient transfer from hospital to another hospital being undertaken. Internal battery fully charged and four external batteries on journey. Internal battery went from displaying 100% capacity to zero suddenly and monitor powered off. Swapping external batteries caused problems unable to re-boot monitor. Ambulance had to ask for police assistance to escort patient.